Event description:
An attempt was made to deploy a 4.0mm diameter x 24mm length driver rx coronary stent to a thrombotic stenosis lesion located in the rca #2-3. The target lesion was described as moderately tortuous, with no calcification and exhibiting 100% stenosis. The physician tried to inflate the balloon of relevant device at 10 atm in order to deploy the stent; however, the balloon could not been inflated sufficiently, moreover, it could not be deflated. The physician took off the inflation device and connected a syringe instead, applied negative pressure twice and confirmed the balloon deflated a little; then the sds was able to be retrieved from the patient's body. Afterwards, post-dilatation was performed with another manufacturer balloon dilatation catheter and, although the physician commented that resistance was felt while using the same inflation device, the relevant stent could be deployed properly. The patient is reported to be fine and no other sequelae were reported. The physician commented that no abnormalities were noticed during preparation of the device and that the issue could have been caused by a malfunction of the inflation device. Medtronic has received the device and its analysis has been completed. The hypotube was bent and wavy most likely as a result of coiling. The stent was not present on the balloon. There was a small amount of clear/red liquid in the luer. The inflated balloon had a hardened, crystalized substance inside as had the inflation lumen. Blood was also present in both the balloon and inflation lumen. The balloon bond was visually acceptable. The distal tip was slightly flared. Review of the device showed no necking or stretching of material that would have hindered the inflation or deflation of the device. An attempt was made to inflate the device, however, the balloon could not be inflated and liquid was seen to exit from the luer area. Upon investigation a crack in the luer was identified as the leak site. It is possible that when attempting to remove the luer from the device during the investigation this may have resulted in the luer cracking, however, this cannot be confirmed. The luer was removed from the device and a negative prep was carried out on the device with no abnormalities notes. The balloon was inflated easily to nominal pressure (9atms) and held pressure. A deflation time of 5.16 seconds was recorded for the device which passes the desired time of 10 seconds for a product of this size. Based on these findings it would appear that the cracked luer may have hindered the inflation and deflation of the device; however, as it was reported from the field that the inflation device used during the procedure may also have impacted on the event, the cracked luer cannot solely be deemed as the root cause of the event. Although the target lesion, reported as a cto may have impacted on the total expansion of the balloon this would most likely not have impacted on the reported deflation difficulties. Although the inflation device was returned with the stent delivery system as it is not a medtronic product no evaluation can be carried out as the manufacturing specifications for this device cannot be verified. The physician commented that no abnormalities were noticed during preparation of the device. The device was not identified as the root cause of the event. While it appears likely that the crack in the luer impacted on the inflation/deflation of the device it cannot be determined if this crack occurred in the field or during the investigation. As the physician also commented that the inflation device used during the procedure may have impacted on the difficulties experienced during the procedure no conclusion for this event can be drawn.

Manufacturer narrative:
(B)(4). Evaluation codes, results: no conclusion can be drawn.